Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: doesn¿t extend all the way out from the sheath like they used to. Probable root cause: 1. Material/design error. 2. Manufacturing/assembly error. 3. Severe shipping conditions. 4. User error: the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was alleged that the spatula was slightly covered by the sheath causing the device to arc. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was alleged that the spatula was slightly covered by the sheath causing the device to arc. The procedure was completed successfully.